Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason for revision: patella mal-tracking and internal rotation of femoral component plus fixed flexion deformity implants: see attached image of revision implants. Hospital has disposed of primary implants so unable to return for analysis. Other than patient x ray prior to today¿s revision surgery the hospital is unable to share any further patient details.

Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.